Manufacturer narrative:
A ge service representative performed an onsite investigation. The representative determined that the system's software was corrupt and the system would require an upgrade to internal components in order to load newer versions of software. The customer was given a quote for the upgrade and has not responded with a decision. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.